Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the cds. A failure analysis of the complaint device could not be performed because the product was not returned for analysis. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of dyspnea, renal failure and worsening heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects could not be determined. In the absence of any reported device malfunction, a potential relationship between the reported patient effects and a device issue is unlikely. Although a conclusive cause for the reported increase in mr and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the two episodes of heart failure, which is considered a serious injury. It was reported that one mitraclip was implanted on (B)(6) 2010 in the patient with functional mitral regurgitation (mr) reducing the mr from 3 to less than 1. Three and a half years later, on (B)(6) 2013 the patient presented to the hospital with shortness of breath and cough. The patient was admitted with acute systolic heart failure and was treated with lasix and diuretics, which improved his symptomology. The study physician assessed this event as being remotely related to the mitraclip device. The patient was discharged on (B)(6) 2013 in stable condition. Four months later, on (B)(6) 2014, the patient presented to the hospital with worsening cough and acute on chronic kidney injury. The patient was admitted and treated with diuretics, had some adjustment in haart [highly active anti-retroviral treatment] regimen to downtrend the kidney injury (creatinine level went down from 4 to 3.1) and was discharged home on (B)(6) 2014 in stable condition. The study physician assessed this event as being remotely related to the mitraclip device. There was no additional information provided.